Manufacturer narrative:
(B)(4) the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient underwent uneventful ilasik ou (B)(6) 2014. Presented (B)(6) 2014 at center for evaluation of striae in right eye. Visual acuity sans corrected (vasc) 20/40. Surgeon recommended lifting and stretching the right eye flap. Procedure completed without incident. No other information available.